Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation reviewed the data set provided by the customer: the calibration and qc results were within the specified ranges. The elecsys hbsag ii non-reactive assay result was confirmed by the hepatitis b virus polymerase chain reaction (hbv pcr) assay. The elecsys hbsag ii assay is performing within specifications.

Event description:
The initial reporter received questionable elecsys hbsag ii results from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2026: the initial result from the analyzer using the first reagent pack was 0.506 coi (non-reactive). The first repeat result from the analyzer using a second reagent pack was 0.540 coi (non-reactive). The second repeat result from the abbott alinity was 88.29 s/co (reactive). The third repeat result from the abbott alinity was 78.41 s/co (reactive). On (B)(6) 2026: the result of the hepatitis b virus polymerase chain reaction (hbv pcr) assay from the cobas c 6800 was "non-reactive."